Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple cartridge change errors with multiple cartridges during the load process. Customer's blood glucose was 320 mg/dl. Reportedly, the customer had novolog insulin available as alternate insulin therapy.